Event description:
The initial reporter complained of intermittent noise alarms on a cobas 6000 c (501) module that have been occurring since approximately (B)(6) 2019. The customer also questioned results for 2 patient samples tested for ise indirect k for gen.2. Based on the data provided, the k results for 1 patient sample are a reportable malfunction. The initial k result from an aliquot from the modular pre-analytics (mpa) system was 5.65 mmol/l. This result was reported outside of the laboratory. The repeat result from a manually loaded primary tube was 4.37 mmol/l. The repeat result was believed to be correct. No adverse event occurred. The k electrode lot number was v12 with an expiration date of 05-nov-2019. The centrifugation time and speed for the sample is not known. The sample was not visually checked by the reporter. The field service engineer (fse) visited the customer site and replaced all the electrodes, the sipper nozzle, the sipper cap and spring and the ise probe and tubing. The rinse mechanism head valve was cleaned and flushed; the gear pump and cuvette pressure was adjusted after cleaning the rinse nozzles. Software adjustments were run on the ise probe and sipper. Ise checks were run with no issues and the results were acceptable. Calibration and qc were acceptable. The malfunction is consistent with mis-sampling of the patient sample which is caused by poor sample quality. The specific cause of the event could not be determined. The customer has not had any further issues since the service visit.